Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-04943. It was reported the patient was unable to turn on the scs system stimulation. Reportedly, when attemping to increase the strength, the strength would decrease on its own. A company representative met with the patient and reprogramed the patient's scs system but the issue reoccurred. Additional diagnostics revealed the patient's scs lead impedance was invalid. Surgical intervention may be taken to address the issue.